Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was kinked 82.5cm from the strain relief and bent 6cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use to treat the lesion. Upon introduction of the device over the wire, the balloon "nearly snapped". The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use to treat the lesion. Upon introduction of the device over the wire, the balloon "nearly snapped." The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.